Event description:
Since implanted with lorenz tmj total joint device, everyday is getting worse - muscle pain, spasms all over body, anxiety, depression, and memory loss. Joint pain in legs, shoulders and spine. Recently diagnosed with fibromyalgia, chronic fatigue, and epstein barr.